Manufacturer narrative:
(B) (4)

Event description:
It was reported impedance readings showed question marks. Right side impedance readings at 2.5 v were question marks on 4-7 and 995 for all other pairs. At 3v, impedance readings were 1161 on c-4 and c-5 with question marks on c-6 and 1198 on all others. For left side, impedance readings were 594 for c-0 and c-1, 161 for c-2 and c-3 and 1198 for all others. The patient felt tingling behind the right ear when only 0-3 lead was programmed. When the stimulation was turned off, the tingling went away. The lead/extension connections are behind the patient's left ear. The battery measurement was 3.06v. Right side therapy impedance was 658 ohms. The stimulation had been off and the patient did not know it. The patient recently experienced a traumatic brain injury. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.